Event description:
It was reported that the patient was in the hospital with syncope and head trauma. The right ventricular (rv) lead and right atrial (ra) lead had noise. There were no visible issue with the rv lead, and the physician discovered blood infiltration near the connector on the ra lead. Both rv and ra lead replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5054-58, lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data was analyzed. Analysis of the device memory was performed and no anomalies were found.